Manufacturer narrative:
Continuation of concomitant medical products: product ID: 37761, serial# (B)(4), product type: recharger. Other relevant device(s) are: product ID: 37761, serial/lot #: (B)(4). (B)(4)apply to the implantable neurostimulator. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for failed back surgery syndrome, spinal pain. It was reported that the desktop charger (dtc) had a broken connector pin, and that the patient was unable to charge their ins. The patient stated that they were in pain from not being able to charge their ins. A replacement dtc was sent. No additional patient symptoms or additional device complications were reported with this event.